Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refills and loads were not automatically printed. A technical support specialist found 450+ pages stuck in the print queue, stopped the print spooler, deleted the jobs, and restarted the spooler. After clearing the queue, a test print was successful, and the system functioned correctly. The system functioned as intended after a technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a malfunction that the refill list and loaded medications were not automatically printing. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.